Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding") in a 38-year-old female patient who had essure (batch no. 627451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "endometrial ablation done with essure insertion procedure/failed ablation". The patient's past medical history included gravida I, parity 1 in 1987, hodgkin's lymphoma and chemotherapy from january 2009 to june 2009. Previously administered products included for prevent pregnancy: birth control pill from 2006 to 2007. Concurrent conditions included overweight, hemorrhagic cyst, cervix inflammation and uterine fibroids. Concomitant products included anesthetics, general (general anesthesia), gabapentin (neurontin) since 2009, oral contraceptive nos, pantoprazole (protonix) since 2009 and vicodin (lorcet) since 2009. On(B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced uterine leiomyoma ("tumor / teratoma / type:uterine fibroids"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) , bilateral salpingectomy, bilateral oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, depression and anxiety had resolved and the weight increased outcome was unknown. The reporter considered anxiety, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: mr-there was 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Current weight: 170 lbs. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysfunctional uterine bleeding and uterine fibroids batch n.627461 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received, event added- depression, mental anguish. Events onset date added and outcome updated. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding") and menorrhagia ("menorrhagia") in a 38-year-old female patient who had essure (batch no. 627451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "endometrial ablation done with essure insertion procedure/failed ablation". The patient's medical history included gravida I, parity 1 in 1987, hodgkin's lymphoma and chemotherapy from january 2009 to june 2009. *current weight 125 lbs. Previously administered products included for prevent pregnancy: birth control pill from 2006 to 2007. Concurrent conditions included hemorrhagic cyst, cervix inflammation and uterine fibroids. Concomitant products included anesthetics, general, gabapentin (neurontin) since 2009, hydrocodone bitartrate;paracetamol (lorcet), omeprazole (protonix) since 2009 and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2010, the patient was found to have uterine leiomyoma ("tumor / teratoma / type:uterine fibroids"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) , bilateral salpingectomy, bilateral oophorectomy, ablation and ablation / dilatation and curettage). At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, vaginal haemorrhage, female sexual dysfunction, uterine leiomyoma, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, depression and anxiety had resolved and the weight increased outcome was unknown. The reporter considered anxiety, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysfunctional uterine bleeding and uterine fibroids batch n.627461 is invalid quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended on (B)(6) 2019 for the following reason: lot number updated to 627451. Events (anemia, migration of essure location of device: uterus, perforation (uterus), seizure, abdominal pain), lab data, concomitant drug, historical drug, concomitant condition were deleted since all information belongs to another patient under case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe pelvic pain"), dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding"), menorrhagia ("menorrhagia") and seizure ("seizures") in a 47-year-old female patient who had essure (batch no: 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure/failed ablation" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included gravida I, parity 1 in 1987, hodgkin's lymphoma, chemotherapy from january 2009 to june 2009 and body mass index normal. Current weight 125 lbs. Previously administered products included for prevent pregnancy: birth control pill from 2006 to 2007; for an unreported indication: mirena. Concurrent conditions included overweight, hemorrhagic cyst, cervix inflammation and uterine fibroids. Concomitant products included anesthetics, general (general anesthesia), gabapentin (neurontin) since 2009, ibuprofen from july 2010 to march 2017, oral contraceptive nos, pantoprazole (protonix) since 2009, vicodin (lorcet) since 2009 and vitamins nos (flintstones). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / type:uterine fibroids"). In june 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2010, the patient experienced seizure (seriousness criterion medically significant). In january 2017, the patient experienced nausea ("nausea") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 6 years 10 months after insertion of essure. In march 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure location of device: uterus"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) , bilateral salpingectomy, bilateral oophorectomy, ablation / dilatation and curettage and ablation on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, seizure, device expulsion, weight increased, anaemia and abdominal pain outcome was unknown and the pelvic pain, dysfunctional uterine bleeding, menorrhagia, vaginal haemorrhage, female sexual dysfunction, uterine leiomyoma, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, depression and anxiety had resolved. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: mr-there was 3 coils noted on the right side and 4 coils noted on the left side. Date(s) of insertion: on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysfunctional uterine bleeding and uterine fibroids batch no: 627461 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Lot number was added. Date of birth was updated. Reporter's information, patient's demographics was added. Added event anemia, migration of essure location of device: uterus, perforation (uterus), seizure, abdominal pain. Lab data was added. Concomitant drug, historical drug, concomitant condition was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding") in a 38-year-old female patient who had essure (batch no. 627451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "endometrial ablation". The patient's past medical history included gravida I, parity 1 in 1987, hodgkin's lymphoma and chemotherapy from january 2009 to june 2009. Previously administered products included for prevent pregnancy: birth control pill from 2006 to 2007. Concurrent conditions included overweight. Concomitant products included anesthetics, general (general anesthesia), gabapentin (neurontin) since 2009, pantoprazole (protonix) since 2009 and vicodin (lorcet) since 2009. On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight loss"). On (B)(6) 2009, 11 months 21 days after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / type:uterine fibroids"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) , bilateral salpingectomy, bilateral oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the dysfunctional uterine bleeding, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: mr-there was 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Current weight: 170 lbs. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysfunctional uterine bleeding and uterine fibroids batch n.627461 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding") in a 38-year-old female patient who had essure (batch no. 627461, 627451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "endometrial ablation". The patient's past medical history included gravida I, parity 1 in 1987, hodgkin's lymphoma and chemotherapy from (B)(6) 2009 to (B)(6) 2009. Previously administered products included for prevent pregnancy: birth control pill from 2006 to 2007. Concurrent conditions included overweight. Concomitant products included anesthetics, general (general anesthesia), gabapentin (neurontin) since 2009, pantoprazole (protonix) since 2009 and vicodin (lorcet) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight loss"). On (B)(6) 2009, 11 months 21 days after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / type:uterine fibroids"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) , bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: mr-there was 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Current weight: 170 lbs. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysfunctional uterine bleeding and uterine fibroids quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal hemorrhage , menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhea , dyspareunia, fatigue, weight decreased, device monitoring procedure not performed and medical device monitoring error were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding") in a 38-year-old female patient who had essure (batch no. 627461, 627451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "endometrial ablation". The patient's past medical history included gravida I, parity 1 in 1987, hodgkin's lymphoma and chemotherapy from january 2009 to june 2009. Previously administered products included for prevent pregnancy: birth control pill from 2006 to 2007. Concurrent conditions included overweight. Concomitant products included anesthetics, general (general anesthesia), gabapentin (neurontin) since 2009, pantoprazole (protonix) since 2009 and vicodin (lorcet) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight loss"). On (B)(6) 2009, 11 months 21 days after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / type:uterine fibroids"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) , bilateral salpingectomy, bilateral oophorectomy) and surgery (ablation). Essure was removed on 29-sep-2009. At the time of the report, the pelvic pain had resolved and the dysfunctional uterine bleeding, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: mr-there was 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Current weight: 170 lbs. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysfunctional uterine bleeding and uterine fibroids most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: weight gain. Outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysfunctional uterine bleeding ("continued dysfunctional uterine bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (removal of the essure device by total hysterectomy on (B)(6) 2009). Essure was withdrawn. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, dysfunctional uterine bleeding and uterine leiomyoma to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and continued dysfunctional uterine bleeding. A total hysterectomy was performed approximately one year after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and positive temporal relationship, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and continued dysfunctional uterine bleeding. A total hysterectomy was performed approximately one year after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and positive temporal relationship, causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.